Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the actions/interventions taken to resolve the high impedances were to have 7 groups programmed. The manufacturer representative eliminated electrode 3, 6, and 7 from all groups programs and reassigned alternatives for polarities. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for multiple back operations. The rep stated that the patient came in on the day of the report for a check because they had an accident at work in which a corner of a crate/¿blunt object¿ hit the patient¿s ins. The patient was not having issues with their therapy and were still getting good coverage in their shoulders where they need it. The rep did a routine impedance check which showed 3 6 and 7 were greater than 10,000 ohms. It was unknown when the issues began. The rep re-ran at 3 volts and everything with 3 was approximately 8680-21505 ohms and everything with a 6 was approximately 777-21358 ohms and everything with a 7 was approximately 12107-21505 ohms. The patient was programmed on d1 0123 on d24567. D2 was at 0 volts so they were not using that one. Therapy impedances for d1 was 9655 ohms. It was reviewed that it is likely that the patient was not feeling anything on 3 and 7 since the values were so high. It was reviewed that they could be removed from programming and it would likely not make a different to the coverage. It was noted that the patient currently charges 2-3 hours every other week. There were no patient symptoms reported and no complications reported.